Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a failed battery alarm. Troubleshooting was performed and advised to use a new aa battery. It was advised to the customer to place the pump in a storage mode; no harm requiring medical intervention was reported. However, a replacement pump will be provided to the customer and the insulin pump will be returned for analysis.

Manufacturer narrative:
The customer returned the pump for an alleged unexpected battery failed alarm found on (B)(6) 2022. The pump passed the sleep current measurement, active current measurement, self test, and displacement test. Successfully downloaded the trace and history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected failed batt test (battery failed) alarm noted during testing. A review of the pump history file reveals on (B)(6) 2022 there were multiple failed batt test (battery failed) alarms (between 02:48:46 and 11:15:14), two (2) pump error 63 alarms followed by failed batt test (battery failed) alarms, and three (3) pump error 53 (linenumber 5632 filenumber 2005) alarms followed by a failed batt test (battery failed) alarms that occurred. The pump error 53 and 63 alarms along with the corresponding failed batt test (battery failed) alarms are listed below: on (B)(6) 2022 02:48:43 alarm alert notification fault number = hardware error alarm (63) linenumber = 341 filenumber = 522 variable info = 0c. On (B)(6) 2022 02:48:46 alarmalertnotification faultnumber = failed batt test (58) linenumber = 324 filenumber = 39. On (B)(6) 2022 09:43:39 alarmalertnotification faultnumber = hardware error alarm (63) linenumber = 367 filenumber = 37 variableinfo = 03. On (B)(6) 2022 09:43:42 alarmalertnotification faultnumber = failed batt test (58) linenumber = 324 filenumber = 39. On (B)(6) 2022 07:32:47 alarmalertnotification faultnumber = software error (53) linenumber = 5632 filenumber = 2005. On (B)(6) 2022 07:32:50 alarmalertnotification faultnumber = failed batt test (58) linenumber = 324 filenumber = 39. On (B)(6) 2022 07:33:28 alarmalertnotification faultnumber = software error (53) linenumber = 5632 filenumber = 2005. On (B)(6) 2022 07:33:31 alarmalertnotification faultnumber = failed batt test (58) linenumber = 324 filenumber = 39. On (B)(6) 2022 10:21:46 alarmalertnotification faultnumber = software error (53) linenumber = 5632 filenumber = 2005. On (B)(6) 2022 10:21:49 alarmalertnotification faultnumber = failed batt test (58) linenumber = 324 filenumber = 39. The pump was cut open for a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The pump error 63 [filenumber = 522, linenumber = 341, variableinfo = 0c (12)] arm watchdog failure alarm fault is isolated to the hardware. The pump error 63 (filenumber = 37, linenumber = 367, variableinfo = 3) ambient light test failure alarm is due to a broken trace at pin 6 (sda) u1 on the keypad assembly. The three pump error 53 (linenumber 5632 filenumber 2005) alarms are caused by a software error. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, missing display window cover, missing end cap address label, and pillowing keypad overlay. Pump error 63, pump error 53, and battery failed alarms are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.